Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by cloudy fluid and abdominal pain. The cause of peritonitis was unknown. The patient was hospitalized and discharged the same day for cloudy fluid and abdominal pain. The same day as the peritonitis diagnosis, the patient was treated with vancomycin injection (1gm, intraperitoneal, discontinued after a day), cisnam injection (500mg, one bag per day, intraperitoneal, discontinued after 13 days) and amikacin injection (100mg, one bag per day, intraperitoneal, discontinued after 13 days) for peritonitis. At the time of this report, the patient has recovered from the events. Pd therapy was ongoing. No additional information is available.